Manufacturer narrative:
Manufacturer: the device was manufactured at one of the following manufacturing locations: availmed (B)(4) or baxter healthcare - englewood (B)(4) (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a material residue was observed in two (2) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.